Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the midline incision was then inspected and it appeared the old mesh had curled up and stayed in the midline. This was excised and sent off the table as part of the scar specimen. There was a small bleeder on the omentum that had been taken down from the adhesions. It was reported that the patient experienced severe pain and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/03/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/18/2024. H6: appropriate term / code not available (e2402) utilized to capture coldness, bloating, tingling around the incision area and opening of the sutures or wound. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 and physio mesh was implanted. It was reported that the patient experienced constipation, bloating, vomiting, nausea, numbness, weakness, coldness, tingling around the incision area and opening of the sutures or wound. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.